Event description:
It was reported that, this pacemaker exhibited crosstalk oversensing. Technical services (ts) recommended to extend both blanking zones. Additionally, there was symptoms of av desynchrony. The physician stated that the patient had an atrial isolation procedure a few weeks ago and suspects this is the cause of all of the rhythm changes. The plan is to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.